Manufacturer narrative:
Investigation summary: customer returned (19) sealed 32g x 4mm bd pen needles from lot 8311957. Consumer reported during priming, no insulin flow. All 19 returned samples were examined, then tested for flow using a test pen injector: all 19 samples were able to expel properly. As no manufacturing defects were observed, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320883. Batch no. 8311957. It was reported that during use of the bd pen ndl 32g 4mm there was no insulin flow during priming and injection. The following information was provided by the initial reporter: during priming, no insulin flow. Sometimes, when priming is successful, insulin will not flow when injecting.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320883, batch no. 8311957. It was reported that during use of the bd pen ndl 32g 4mm there was no insulin flow during priming and injection. The following information was provided by the initial reporter: during priming, no insulin flow. Sometimes, when priming is successful, insulin will not flow when injecting.